Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the column 3 keys (3rd soft key, ok, #2, #5, and #8) to be inoperable caused by external influence. It was observed that when any remaining functional keys are selected, an automatic output of the #2 key will occur following the selected key's function (e.g. When the #1 key is pressed 12 will be displayed. When in alphabetic mode and the abc key is selected, ad will be displayed interfering with the (B)(4) drug search). This failure mode does not provide any user opportunities to select a care area, or enter the delivery parameters. The remaining keys were functioning as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a broken keypad. During baxter's evaluation of the device, it was discovered the device's keypad was self-activating. It was also reported that there was no patient injury.